Event description:
It was reported "during a chemo therapy infusion the mediport cracked and leaked methotrexate onto the patient. The infusion was stopped and the needle was removed. A new needle was placed. Patient was moved to another room and bathed" it was stated, "harm noted; chemotherapy spilled onto the patient." Needle was removed and new needle placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling, wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with material fatigue, suggesting that damage was accumulated through repetitive mechanical stresses such as twisting and bending; however, an additional factor(s) may have contributed. The device is a supplied component and the supplier has been notified of this event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during a chemo therapy infusion the mediport cracked and leaked methotrexate onto the patient. The infusion was stopped and the needle was removed. A new needle was placed. Patient was moved to another room and bathed" it was stated, "harm noted; chemotherapy spilled onto the patient." Needle was removed and new needle placed.